Event description:
A talent stent graft system was implanted emergently in a pt for the endovascular treatment of a ruptured abdominal aortic aneurysm 1 month ago. Aneurysm size was not reported. Vessel morphology was reported as the aortic neck was short in length (9mm), severely angulated and had a reverse funnel, 21mm proximally to distally 24mm in diameter. The stent grafts were successfully implanted, the final angiogram showed no endoleaks. It was reported that later that same day the pt was brought back to the operating room and there was a proximal type I endoleak. The physician elected to convert the pt to an open surgical repair, due to the short length and severe angulation of the aortic neck. The explanted stent grafts were discarded by the user facility. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: treatment of pre-existing ruptured abdominal aortic aneurysm, the aortic neck was short in length (9mm), severely angulated and had a reverse funnel, 21mm proximally to distally 24mm in diameter. Endoleak. The explanted stent was discarded, unable to f/u. Eval, conclusions: treatment of pre-existing ruptured abdominal aortic aneurysm, the aortic neck was short in length (9mm), severely angulated and had a reverse funnel, 21mm proximally to distally 24mm in diameter.